Manufacturer narrative:
On 20-may-2020, product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon- some got stuck inside me [foreign body in reproductive tract]. Tampon- end of it was unraveling [device breakage]. Was taking out tampon, end of it was unraveling and some got stuck inside [complication of device removal]. Case description: consumer reported via e-mail that she was taking out a tampon, and the end of it was unraveling. Some of the tampon got stuck inside her. No serious injury was reported.